Manufacturer narrative:
There is no 510(k)# for this device. Result - a total of 37 samples were received for evaluation, 36 unused and one used. The unused samples were visually inspected with no visual abnormality observed. The used sample was inspected and found the catheter tubing had broken. Based on the visual evaluation of the used sample, the broken tubing could be caused by a sharp object that cut through the tubing. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4265451. Conclusions - the assembly flow has been traced and there is no area that will contact with the affected tubing location. Therefore, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a healthcare worker noted leakage of medication from the bd venflon pro safety peripheral safety IV catheter. Upon removal of the device, a piece of the catheter remained in the patient's wrist. The broken catheter was removed surgically under general anesthesia. It was noted that the broken piece had traveled from the patient's wrist to the forearm. The patient required an extension of the hospitalization and received antibiotic and heparin therapy.